Event description:
The customer contact reported that during preventive maintenance testing, while operating on battery power, the device powered off by itself without sounding an audible alarm tone. There were no reported of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact stated the device will be repaired at the user facility. If the device is rec'd, a f/u report will be submitted. This report represents all the info known by the reporter upon query by hospira personnel.